Event description:
The customer alleged had been receiving questionable ion selective electrode (ise) potassium results on their c501 analyzer sporadically since (B)(6) 2012. The customer stated they had been having issues affecting both urine and serum/plasma ise quality control. The patient's sample was a plasma sample. The patient's initial potassium result was 3.3 mmol/l and it was reported outside the laboratory. The emergency room doctor called questioning the result. The customer ran ise quality control and it was out of range. The ises were calibrated and quality control was run and within range. On (B)(6) 2012, the sample was repeated on the same analyzer and the result was 4.2 mmol/l. The repeat result was considered correct and it was issued as a corrected report. There were no adverse events. The potassium electrode lot number was z62 and the expiration date was 07/31/2013. The customer noted that the ise sipper probe was damaged. The field service representative found that the tip of the sipper probe was flat and shiny. He replaced the sipper probe. He performed ise checks and they were all ok. The customer performed calibration and quality control, which were ok. There was a precision test performed for all the electrodes.

Manufacturer narrative:
A specific root cause could not be identified. Although the issue with the sipper nozzle may have contributed to the event, an issue with the sipper nozzle would likely affect sodium and chloride as well. The root cause could not be determined with the information provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.